Event description:
Report number two of two rec'd of the tip of the epidural catheter breaking off in the pt. The customer reports that during the insertion of the epidural catheter, the physician was reported to not being able to advance the catheter. The catheter was removed, probably with the needle still in place. The tip of the catheter remained in the pt. The pt was placed on prophylactic antibiotics. The pt has not had any symptoms. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.